Event description:
It was reported that upon interrogation of the device, loss of sensing and high threshold was observed on the right ventricular lead. The lead was replaced on (B)(6) 2017. The patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece . Final analysis was normal. No anomalies were found.